Manufacturer narrative:
Device received with missing retainer ring and reservoir o-ring. Device received with minor scratched lcd window, case, and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic ring around the reservoir compartment had fallen off. Customer's blood glucose was 13 mmol/l. Customer agreed to return the device for analysis.